Event description:
It was reported that the surgeon performed a poly swap.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision of a triathlon insert component for an unspecified reason was reported. The event was not confirmed. Method and results: the product was not returned for evaluation. A review of the medical records was not performed as records were not provided. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Conclusions: the specific reason for exchanging the device was not reported. Further information such as return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine why the device was exchanged. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon performed a poly swap.